Event description:
Surgeon revised the patient due to corail stem instability - non bonded stem. There was metallosis observed. Samples were taken during surgery. Update rec¿d 05/02/2015: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing severe pain, was found to have osteolysis, and femoral stem subsidence. Upon revision the patient's femoral stem was found to be loose with resorbtion of the ha coating. Also noted was wear on the femoral head. At this time the patient's femoral stem is being reported. (Right hip). The complaint was updated on: 02/03/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A complaints database search did not identify any anomalies. A review of manufacturing records was not conducted. The parts and lab report were transferred to bioengineering for review. A report was received stating from the x-rays the stem appears slightly undersized which may explain the loosening, however, the surgeon may have had a reason for this. Wear scars were seen on the head and liner. The head and stem tapers were scored as 2 and 1 respectively. No other clinical information was provided and the location of the metallosis was not provided. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing severe pain, was found to have osteolysis, and femoral stem subsidence. Upon revision, the patient's femoral stem was found to be loose with resorbtion of the ha coating. Also noted was wear on the femoral head. At this time, the patient's femoral stem is being reported.